Manufacturer narrative:
Device not explanted (tavi).

Event description:
A mitroflow dla21 was implanted on (B)(6) 2015. Three years post-implant, the patient is being referred for tavr, due to structural valve deterioration. No other information is available. The patient's clinical history remains unknown.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Structural valve deterioration is the major cause of failure of bioprosthetic heart valves, and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. It is possible that the patient's clinical condition and risk factors contributed to the reported event; however, as the patient's clinical history is unknown, this cannot be confirmed. As the device was not received for analysis, and limited information was provided, the root cause of the event ultimately cannot be determined.